Event description:
The maquet account manager was present during the endoscopic vein harvesting procedure. The surgeon is trained to use the hemopro device and the surgeon also wanted to train the p.a. The harvester is new and inexperienced and had difficulty doing the harvesting. When the physician and the p.a. Were manipulating the short port btt using a weitlander skin retractor, and using a suture to tie down the btt, the short port btt started leaking. It was leaking from the balloon and not from the valve. The surgeon thought that they punctured the balloon with the weitlander skin retractor/suture. The balloon was removed and the surgeon gave the harvester another short port btt. The evh was taking so long for more than one hr and 40 minutes. The harvester did not think that he can complete the evh procedure within the time frame for the surgeon to do the CABG. The surgeon decided to convert the procedure to bridging method. The procedure was completed and there was no further effect to the pt. Product was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.